Event description:
It was reported that the capsule attached to the esophagus but failed to detach from the delivery device. There was nothing unusual about the patient or procedure. The deployment device was inserted with the capsule facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane. Lubricant was carefully applied to avoid covering the suction chamber. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h7, h9 h3 evaluation summary: functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.